Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use. There was no issue with imaging during preparation but during pullback the screen became dark, and nothing was displayed. It was also noted that no air was removed during the preparation flush. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.